Manufacturer narrative:
The customer¿s report of an overinfusion of lasix was not identified. Analysis of the pcu log shows pm s/n (B)(4) was initially programmed to infuse furosemide cont. IV (drugid 156) at a rate of 4ml/hr with a vtbi of 100ml (duration = 25 hours) at 2:52 pm on (B)(6) 2019 and ran until 3:54 pm when the system was powered down. The volume recorded as being infused during this period was 11.101ml. During this period, the device was channeled off and then programed for a basic infusion from 3:23 pm until 3:44 pm at various rates (4ml/h, 100ml/h, 400ml/h and 777ml/h). At 3:49 pm the pump module was programmed to infuse furosemide cont. IV (drugid 154) at a rate of 4ml/hr and ran until 3:54 pm when the device was channeled off. During this period the rates where changed to 100ml/h, 444ml/h and 777ml/h, however the device did not run at these higher rates long enough to empty a 100ml container. Functional testing performed found the pump module to be delivering fluid within specification the statement that there were no alarms during the infusion was not confirmed since the log shows the device did alarm multiple times during this period (for air in line).. The disposable set was not returned by customer for investigation. The root cause was not identified.

Event description:
It was reported that the primary infusion of furosemide 100mg/100ml ns was programmed to infuse at a rate of 4ml/hour for a duration of 25 hours. While the nurse remained in the patient's room charting she noticed that the furosemide IV bag was empty and had completely infused within 5 minutes. The device did not alarm during the infusion and it was noted that there was no difficulty in programming the device. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of lasix was not identified. Analysis of the pcu log shows pm s/n (B)(6) was initially programmed to infuse furosemide cont. IV (drugid 156) at a rate of 4ml/hr with a vtbi of 100ml (duration = 25 hours) at 2:52 pm on (B)(6) 2019 and ran until 3:54 pm when the system was powered down. The volume recorded as being infused during this period was 11.101ml. During this period, the device was channeled off and then programed for a basic infusion from 3:23 pm until 3:44 pm at various rates (4ml/h, 100ml/h, 400ml/h and 777ml/h). At 3:49 pm the pump module was programmed to infuse furosemide cont. IV (drugid 154) at a rate of 4ml/hr and ran until 3:54 pm when the device was channeled off. During this period the rates where changed to 100ml/h, 444ml/h and 777ml/h, however the device did not run at these higher rates long enough to empty a 100ml container. Functional testing performed found the pump module to be delivering fluid within specification. The statement that there were no alarms during the infusion was not confirmed since the log shows the device did alarm multiple times during this period (for air in line).. The disposable set was not returned by customer for investigation. The root cause was not identified.

Event description:
It was reported that the primary infusion of furosemide 100mg/100ml ns was programmed to infuse at a rate of 4ml/hour for a duration of 25 hours. While the nurse remained in the patient's room charting she noticed that the furosemide IV bag was empty and had completely infused within 5 minutes. The device did not alarm during the infusion and it was noted that there was no difficulty in programming the device. There was no report of patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the primary infusion of furosemide 100mg/ns 100ml was programmed to infuse at a rate of 4ml/hour for a duration of 25 hours. While the nurse remained in the patient's room charting she noticed that the furosemide IV bag was empty and had completely infused within 5 minutes. The device did not alarm during the infusion and it was noted that there was no difficulty in programming the device.